Event description:
It was reported that the hospital opened an oxford anatomic knee bearing a found the inner packaging and product to be a different size. It was reported in 2009 that this product was used during a procedure that involved a 1 hour delay in surgery to enable them to get another bearing of the exact size. The procedure was completed without further complication.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is available. No further complications have been reported. Add'l info concerning the event was received on 10/30/09. After a revised assessment was performed relating to the add'l info, it was determined that the event was MDR reportable. Conclusion: eval confirmed that the product was mislabeled and a recall was initiated as a result. Product was confined to distributor inventory.